Event description:
As reported by the user facility: ((B)(4)): when removing the pump from the patient's home, the nurses have found that the product was not administered and the drug had remained in the diffuser. Drug: 5fu.

Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to (B)(4) for investigation. A follow-up report will be provided when the inspection results become available.

Manufacturer narrative:
(B)(4). We received one used (half filled) easypump ii lt 100-50-s without packaging. The received sample was checked visually. Damages were not detected. In as-received condition the white clamp was closed on the used sample. The original wing caps were not handed over by the customer. After opening the top cap and removing the closing cone, we detected solution (liquid) at the filling port (lli-cone) of both used samples. Furthermore we detected residues of fluid at the lla-cone of the patient connector. Additionally the used sample was filled up to the nominal value (100 ml) and a functional test, respectively a leak test, was carried out. After opening the white clamp and waiting for a while, the used pump did not work (solution was not running). Therefore the blocked pump was squeezed by hand and the functional test respectively the leak test was carried out again. Subsequently the pump did not work (solution was not running). After waiting for approx. 1 h the pump did not work (solution was not running). The root cause of the malfunction (no flow of fluid) at one used sample cannot be evaluated. The used sample is not within our specifications. We have informed our manufacturer accordingly. Statement: received one piece of used, filled of easypump ii lt 100-50-s without original packaging. As received condition, clamp clip is closed and the original wing cap has been replaced with white closing cone. Big top cap is opened. No discofix cap is observed at the pump. Detected no solution/crystallized residue at filling port. Additionally, detected crystallized residue at filter, microbore tube and male luer lock. Analysis: when white closing cone is removed and clamp clip is released. No flow is observed. The complaint sample is not working. Complaint sample is dissected by section to investigate the possible contributor of blockage. Complaint sample is dissected at section a (microbore tube; before male luer lock). No flow is observed. Complaint sample is then dissected at section b (microbore tube; crystallized part). No flow is observed. Complaint sample is then dissected at section c (filter hub; microbore tube side). Immediately observed flow. Conclusion: root cause of blockage could not be comprehended as the complaint sample has crystallized. Therefore, the complaint is considered as not judgeable. Justification: not judgeable as the complaint sample has crystallized. Reviewed the device history record and no abnormalities found during in process and final control inspection.